Event description:
Additional information received reported that the patient received assistance from his doctor or manufacturer representative and his concerns were resolved. The patient had an appointments scheduled for (B)(6) 2013.

Event description:
It was reported that stimulation would work ¿for a few hours to a few days¿ and then stopped working. Then, the patient would switch programs and it would ¿work again for a while.¿ the patient had to switch programs to get the therapy to work. It was noted that the patient felt stimulation. It was noted that sometimes the patient had the stimulation ¿so high to work¿ that it would cause pain. When this occurred, stimulation was felt in the leg and foot. It was noted that there was a loss of therapeutic effect. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va090j4, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).